Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm or rewind grinding loud noise anomaly noted during testing. The motor was tested outside the device and passed. Unit had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had low battery alert before week, failed battery test, motor errors, no delivery alarms, rewind take longer and insulin pump screen and reservoir compartment were cracked. The blood glucose at the time of the incident was unknown. The device will not be returned for analysis.